Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that air was seen in the as lvp 20d 2ss cv line during the infusion, but no alarm sounded. The following information was provided by the initial reporter: "recently we had an incident here at the hospital with one of our infusion pumps. According to the nurse, the infusion was running and she saw that there was air in the tubing set after the lvp and there was no alarm. I retrieved the pcu, lvp and tubing set and there were quite a few bubbles in the tubing set. I was able to test the lvp on a different pcu using a different tubing setup. Whenever I ran a basic infusion and introduced air into the tubing, the alarm sounded and the pump shut down. Everything looks like it is working to me." From device file pr 428195: "it was reported from the a4 med/surg nurse that the device failed to alarm for multiple large air bubbles noted in the tubing set below the "cassette" during a primary infusion of lactated ringers (lr) 1000ml and a secondary infusion of unasyn 3g/lr 100ml. The facility biomed received the tubing set with multiple bubbles noted. The device was tested using a different tubing setup and whenever there was air introduced into the tubing during a basic infusion, the device alarmed appropriately and shut down. Although the note received with the products had a date and time of 10/14/2020 at 2145; this date is presumed to be the start date and time of the lr primary infusion, not the actual event date. There were no adverse effects caused to the patient from the event."

Event description:
It was reported that air was seen in the as lvp 20d 2ss cv line during the infusion, but no alarm sounded. The following information was provided by the initial reporter: "recently we had an incident here at the hospital with one of our infusion pumps. According to the nurse, the infusion was running and she saw that there was air in the tubing set after the lvp and there was no alarm. I retrieved the pcu, lvp and tubing set and there were quite a few bubbles in the tubing set. I was able to test the lvp on a different pcu using a different tubing setup. Whenever I ran a basic infusion and introduced air into the tubing, the alarm sounded and the pump shut down. Everything looks like it is working to me." From device file pr 428195: "it was reported from the a4 med/surg nurse that the device failed to alarm for multiple large air bubbles noted in the tubing set below the "cassette" during a primary infusion of lactated ringers (lr) 1000ml and a secondary infusion of unasyn 3g/lr 100ml. The facility biomed received the tubing set with multiple bubbles noted. The device was tested using a different tubing setup and whenever there was air introduced into the tubing during a basic infusion, the device alarmed appropriately and shut down. Although the note received with the products had a date and time of (B)(6) 2020 at 2145; this date is presumed to be the start date and time of the lr primary infusion, not the actual event date. There were no adverse effects caused to the patient from the event."

Manufacturer narrative:
H6: investigation summary: one primary set and one non-bd secondary set were returned by the customer. It was reported that the infusion was running and there was air in the tubing set. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. After a few minutes, the blue dye/water mixture fluid from the secondary bag was found to be flowing through the check valve into the primary bag, indicating the check valve was failing to prevent backflow. The set was infused with the bd alaris pump module at 125 ml/hr with a vtbi of 125 ml. No air bubbles were observed in the tubing throughout the infusion and after the infusion. That failure was unable to be replicated. The customer complaint of air in the tubing was not verified. However, a faulty back check valve was identified in the returned primary administration set. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. We will continue to track this issue and watch for any emerging trends. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. H3 other text : see h10.